Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to intermittent loss of capture caused by a conductor fracture. The patient suffered a syncopal episode due to this integrity damage. No additional adverse patient effects were reported.